Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The reload was connected to the adapter, however, could not open the jaws. The jaws were still closed, however, could remove the reload from the adapter. The event occurred during the procedure but the device was not used on the patient. Replaced by a new reload and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: downgraded to not reportable.